Event description:
Boston scientific received information that during a routine follow-up, it was suspected that this right ventricular pacing lead fractured, because it exhibited noise on the pacing channel, there were non-sustained episodes, and out of range impedance measurements. A revision procedure took place, and the system was explanted. The decision was made to postpone implanting a new system, as the patient would need it on the right side. Later, a new right ventricular lead and device were successfully implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
This lead will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.